Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 180 mg/dl and their sensor glucose read below 60 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer declined to troubleshoot. No additional information provided.